Event description:
During pt treatment with the infant flow system, the attending therapist noted the visual alarm was activated but not the audible alarm. The pt was placed on another ncpap device without compromise.